Event description:
Icp looked normal on hewlett-packard merlin; 2-3 mmhg. Pt transported to x-ray on propaq monitor, intracranial pressure approx 21mmhg. Hp merlin checked and intracranial pressure on propaq was correct. Pressure connector on pressure module model m1006b erroneous due to mechanical wearout of connector and contact pins pushed in.